Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. .

Event description:
It was reported that one of the insulin pump's arrow buttons was not working. The insulin pump was very unresponsive. Customer's blood glucose level was 8.8 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, prime, seating, basic occlusion, occlusion, force sensor and displacement tests. The device failed leak test. It leaked at a cracked on the back of the case. The device was received with intermittent buttons, problem isolated to keypad assembly. Device was received with connector at electronic board properly connected. No damage or moisture damage on keypad assembly noted. The device was received with cracked case on the back at the battery tube area, cracked battery tube threads, peeling keypad overlay, minor scratched display window, case and keypad overlay texture damaged. It was noted the device was received with faded serial number label.